Event description:
The account alleges that the head section has unintentional movement.

Manufacturer narrative:
The technician unplugged the auto contour assembly, which resolved the unintentional movement. The account decided to leave the device in this current condition with this feature unplugged. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.